Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial septal defect requiring intervention as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed on the steerable guide catheter to report the atrial septal defect. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The mitral valve was accessed via the steerable guide catheter across the inter-atrial septum. One mitraclip was implanted reducing mr to grade 1. On (B)(6) 2019 an echocardiogram was performed and found recurrent mr grade 4 and an atrial septal defect (asd). A second mitraclip was implanted reducing mr to grade 1 and an asd occluder was also implanted. The condition resolved. The physician reported that the recurrent mr was probably due to volume increase / hemodynamic changes. The original mitraclip was stable and attached to both leaflets; there was no leaflet injury. On (B)(6) 2019 the echocardiogram showed the mr grade was trace. No additional information was provided.